Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the cd/dvd drive was replaced. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4315 is associated with this analysis the cd/dvd drive was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The returned driver was found to be fully functional when connected to a known good computer. The driver was able to load and archive exams without issue. No problem was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was able to get discs to load on the fusion compact but the same discs would not load on the fusion. The rep reseated the disc drive which resolved the issue. Technical services shipped a dvd drive as a precaution due to the indeterminacy of the issue. No patient was present at the time of the event.